Event description:
It was reported that the patient presented to the emergency room after receiving 6 shocks. The lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.